Manufacturer narrative:
Little information is known at this time. No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
The company was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2005 at spinal location l5/s1. Patient is reported to have continued pain.